Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-58395. 1818910-2018-68933 is being retracted as it is report duplication. 818910-2018-58395 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product was reported in error. Depuy doesn¿t have the responsibility to make a reporting determination and submit adverse event reports for this instrument. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Product complaint # ==> (B)(4). Investigation summary ==> (B)(4) have been reviewed and determined to be duplicate complaint records. (B)(4) is approved to be converted to an npi record.

Manufacturer narrative:
(B)(4). Investigation summary: (B)(4) have been reviewed and determined to be duplicate complaint records. (B)(4) is approved to be converted to an npi record. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary (B)(4) have been reviewed and determined to be duplicate complaint records. (B)(4) is approved to be converted to an npi record. Device history lot: null. Device history batch: null.. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left attune total knee replacement revised to address aseptic loosening of the tibial base plate, at unspecified interface(s). Tibial base plate, insert, and femur components were revised; patella component was retained. Depuy cement was used during primary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.